Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm displayed low with no numeric value, and the patient denied any hypoglycemic symptoms at that time. The paitent did not initially check a fingerstick blood glucose (fsbg). As a precaution, the patient waited for a friend to arrive and transport her to the emergency room (ER). At the ER, the physician attempted troubleshooting by turning the dexcom receiver off and on. After waiting approximately 35¿40 minutes, an fsbg measured 300 mg/dl, while the cgm continued to display low with no value. The patient received IV insulin. Approximately 30 minutes later, the fsbg decreased to 237 mg/dl, and the patient removed the cgm. The patient was discharged from the ER approximately three hours and reported feeling better afterward. The patient stated she was advised to follow-up with her physician for post ER visit and has an appointment scheduled for (B)(6) 2026. No other details were provided. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.